Event description:
While implanting a plate into a patient, a plate tack was inserted in a k-wire hole in the plate. During surgery, the tip of the plate tack broke off, remaining implanted in the patient's bone. The tip remains implanted.